Manufacturer narrative:
(B)(4)

Event description:
It was reported that non-sustained rv oversensing due to post-paced t-wave oversensing was observed on stored egm when an asymptomatic patient presented in clinic. Programming changes were recommended.

Event description:
New information received notes that recommended programming changes were made. When the asymptomatic patient presented through merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing was observed again on stored egm. Additional programming changes were made during the device check.